Event description:
The customer observed elevated values for sekk eqa samples when tested with architect c-peptide reagent lot (B)(4). The customer stated abbott controls were within specification, therefore, the customer recalibrated the assay and re-ran the eqa samples and generated repeat elevated results. There was no impact to patient management.

Manufacturer narrative:
No consequences or impact to patient - (B)(4). High test results - (B)(4). The cause of the architect c-peptide falsely elevated quality controls and patient results was due to a new antibody lot used in the manufacturing of the c-peptide microparticle and/or conjugate reagents. Abbott issued a product recall letter to all customers with instructions to discard and destroy any remaining inventory of the affected lots.